Event description:
It was reported the patient alert sounded for low impedance. The lead was explanted and replaced due to an apparent lead fracture. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: defib conductor fractured; full lead returned.